Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative or health care provider.the patient appointment was scheduled on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated the stimulator was working well and was dry all night but lately her symptoms have been worse than ever. The patient reported that the symptoms returned all of the sudden on (B)(6). The patient had been wetting more. The patient tried increasing to where she felt the pulsation but it didn't help and was uncomfortable. The patient stated they have not helped and wanted to try a different program. The patient was on program 1 and did not have any other programs available. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that patient experienced a loss of therapeutic effect. Therapy reportedly helped at first and then her symptoms returned sometime in (B)(6) 2014. The patient tired 3 programs and received a fourth program on (B)(6) 2014. The patient was instructed to try all 4 programs; one week on each program. The patient had been on program 4 since that meeting with the manufacturer representative. It was stated that stimulation felt too strong on program 4; felt like a ¿tampon was stuck inside.¿ when asked if program 4 helped, the patient stated it did, but then said it did not. However, the symptoms were not bad. While trying to sync, the patient had to reposition the antenna many times to get to the therapy screen. The patient was disabled and struggled connecting to the implantable neurostimulator (ins). The patient¿s nurse arrived during the call and helped switch programs. The patient switched from program 4 (at 1.95 volts) to program 1 (at 2.65 volts) and felt stimulation. The patient was to monitor her symptoms on program 1 for a week. It was noted that the patient saw the ¿low batteries¿ screen on the programmer and replace d the batteries.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0gl2s, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).